Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and several inappropriate shock(s) due to an episode of atrial arrhythmia. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and several inappropriate shock(s) due to an episode of atrial arrhythmia. .the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected field: initial reporter.